Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer returned pump for alleged cosmetic damage located at the side of the pump screen and motor error on 01-sep-2022. The sc1 locks properly in place in the reservoir compartment noted. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor errors during testing. Thump was utilized and downloaded trace/history files properly. In further analysis in the pump history found one pump error 43 and one pump error 41 alarm on 08/31/2022 at 22:48:14.000. Pump passed the leak test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: scratched case. The hardcoat edge acceptable per case assembly cosmetic specification,10833007doc. In summary, pump passed all required testing. Cosmetic damage was not confirmed at side of the pump screen. However, pump error 43 and 41 alarm (motor errors) confirmed in the pump history, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had damage around the screen. Insulin pump was neither bumped nor dropped. Infusion set and reservoir did not show sign of damage. Retainer ring was not damaged. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was been returned for analysis.